Event description:
A sales rep called in and stated the product was placed on the end user, on a new 'closed' knee incision after knee surgery, within one hour blood was noted from incision under the dressing.

Manufacturer narrative:
Based on the info provided, this event is deemed to be a potential serious injury. The end user's dressing was changed, an ace wrap bandage was applied and the bleeding subsided. The adverse event (bleeding under the dressing product) is not deemed to be related the use of the device on the pt. No other adverse events are being reported and the device is not deemed to have malfunctioned. The dressing product is not intended to stop bleeding from operation wound sites. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. (B)(4).

Manufacturer narrative:
Additional information received on october 28, 2015. The product associated with batch 3c02457, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).